Event description:
Information was received from a patient receiving intrathecal morphine (unknown) at an unknown concentration/dose via an implanted pump for non-malignant pain. It was reported by the patient that they were having issues connecting the pump to the personal therapy manager (ptm). The patient also stated 'the pump slips and has been like that since they had it implanted'. Patient also mentioned they can physically flip the pump. Patient also mentioned that they have a spinal cord stimulator and wanted to know if that would interfere - the pump and stimulator. Patient services reviewed best practices for connecting the communicator to the pump with the patient. Patient reported seeing 'no pump response'. Patient services then reviewed considerations and redirected the patient to their healthcare provider (hcp). Patient stated that the hcp told the patient 'they were fine' after discussing the patient's concern about the pump flipping. Patient services then emailed healthcare provider listings to patient as they stated 'they wanted a second opinion'.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.